Event description:
It was reported that the doctor experienced a leak after a lower anterior resection. It is unknown if a leak test was performed during the procedure. The pt required a surgical revision, however, no information has been provided of the date and details of the revision. The pt required multiple hospital visits (no details provided) to address leakage. The pt is in relatively good condition at this time and is back at home.